Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had previously undergone an unknown surgery. The patient returned to the clinic on (B)(6) 2015 and after a firmware download, normal device function resumed. No patient symptoms were reported.